Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose despite not receiving any occlusion alarms. The customer's blood glucose at the time of incident was 378 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's blood glucose at the time of call was 124 mg/dl. During troubleshooting, the high pressure test was performed twice and failed both times. The no delivery alarm did not occur as designed. The insulin pump will be returned for analysis.